Manufacturer narrative:
(B)(4). The customer reported the unit is unable to acquire v3 lead. There was no reported adverse pt impact. The philips repair bench evaluated the device and confirmed the failure. The trunk cable was replaced to resolve the problem. We will consider this to be a trunk cable malfunction that could interfere with the acquisition of 12 lead ECG.

Event description:
The customer reported the unit is unable to acquire v3 lead. There was no reported adverse pt impact.